Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly however, found corroded keypad traces during visual inspection. No button error alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm from his/her insulin pump. The customer's blood glucose level was 180 mg/dl. The product has been returned. Nothing further to report.